Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a trial surgical lead on (B)(6) 2011. Before the procedure, the pt reportedly had leg weakness; however, after receiving the surgical lead it was reported that the leg weakness worsened. The physician ordered a CT scan, and it was discovered that the pt had a hematoma. The cause of which is unk. The hematoma was evacuated, and the lead was explanted. After which, the pt's leg mobility began to improve. F/u on the pt found that she is currently in a rehab facility in an effort to restore full mobility to her left leg. There are plans for re-implantation as the therapy relief the pt received before the explant proved successful.